Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the patient gave birth approximately 7 weeks prior to presenting for testing. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, elevated levels of hcg can remain present in the system after pregnancy. Complaints are tracked and trended on a monthly basis. Per the packet insert: -very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - the test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. H3 other text : although requested, device return is not anticipated.

Event description:
The customer reported receiving a faint false positive hcg result while testing with the consult hcg urine test. The patient presented in clinic for testing prior to starting birth control after giving birth seven weeks prior. A fresh urine sample was collected and no issues with specimen appearance was noted. The urine sample was allowed to equilibrate to room temperature prior to testing. The sample was applied to the device and the results were read at 3 minutes. Serum confirmatory testing was collected and performed the same morning which resulted negative. No harm or negative patient impact was reported. Additional patient sample initially available for investigation, however, after following up, it was reported the sample had been discarded. No further information was provided.